Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that post fall one of the leads had high impedances on all contacts. As a result, surgical intervention may be undertaken to address the issue. It is unknown which lead is liable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: 3186ans, UDI: (B)(4), serial: (B)(6), batch: a000116985.

Event description:
Additional information indicates, surgical intervention was undertaken on 03may2024 wherein, the lead was explanted and ipg was replaced to address the issue. It is unknown which lead had high impedances.